Event description:
Information received by medtronic indicated that the insulin pump had a crack on clip rail. No harm requiring medical intervention was reported. Customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the clip rails found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, overlay scratched, and broken reservoir tube lip, and broken belt clip rails. Cosmetic damage was confirmed at the clip rails.